Event description:
It was reported that two days post implant, a patient alert was triggered due to low superior vena cava impedance [svc] measurements. It was also reported that the svc and right ventricular [rv] defibrillation impedance measurements were varying and the rv defibrillation impedance also measured low. The pocket was re-opened and the lead was reinserted into the header. However, the svc and rv defibrillation impedance measurements remained low. The rv lead was explanted and replaced. When the device was connected to the new lead, the same low rv lead impedances were noted. The device was also explanted and replaced. It was suspected that the device had a header/connection issue or measuring issue relating the high voltage coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. Low resistance/impedance was noted. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The programmer data file (B)(4) shows "rv defib lead impedance 19 ohms" on (B)(6) 2012. (B)(4) the full lead was returned and analysis found that the outer insulation was breached cut. All conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. Visual analysis noted a cut in the insulation the likely happened at implant.